Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, after five minutes of firing the device, the tissue pad fell off the jaws. Another like device was used to complete the procedure. No further problems occurred. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information received - file no longer meets the criteria of a reportable event: did the tissue pad melt? (See pictures attached which show the pad being loose, but not fallen off the clamp arm; and another photo of the ¿groove¿) partially melted. Or did any part of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) It was lifted but not fell off. Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? No, tissue was always between the jaws.